Event description:
It was reported the pacemaker (pm) experienced early battery depletion; pm check showed "less than [one] month" left on the battery. The pm was removed and replaced, and has been returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed and no anomalies were found.